Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the ok, up, and down arrow keypad buttons are intermittently responding and sticking. It was noted by the reporter that there was moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings:the alleged keypad response issue could not be duplicated during investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a battery compartment crack was observed during investigation. No moisture was observed within the battery compartment. A battery compartment was detected during leak testing. Investigation revealed that the display screen was dim and discolored. No moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.